Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that ring on reservoir compartment was missing and crack was seen on case. The customer's blood glucose was 80 mg/dl. Drive support cap appears to be normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off and missing reservoir tube lip o-ring noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.